Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow issue was observed with a clearlink set during priming. The customer described that they had opened the packaging, spiked the IV bag (unknown), and then opened the check valve, at which point they observed there was no flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was identified that the check valve was blocked by excess solvent applied during the manufacturing. Pressure test and clear passage under water was performed with no issues noted. Functional testing was performed which identified that the set was unable to be primed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.